Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿d3. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer's reference #(B)(4).

Manufacturer narrative:
Investigation summary: the device was visually inspected, it was found that pebax was damaged and it was also observed reddish material. Per event reported, the catheter was evaluated for electrical resistance and current leakage and it failed on electrode # 2. Further examination revealed that the lead wire # 2 was broken causing the improper signal condition. During manufacturing process all pieces are tested and inspected in order to prevent this type of defect before to leave the facility. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specifications and procedures, it could be related to the handling of device during the procedure, however; this cannot be conclusively determined. Root cause of the electrical issue cannot be determined. An internal action was created to investigate this issue. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was noise that displayed on both the carto 3 system and the recording system. The cable was replaced but did not resolve the noise issue. The catheter was replaced, and the procedure was completed successfully. There was not patient consequence. Biosense webster, inc. Product analysis lab received the device for evaluation on february 12, 2019 and the initial visual analysis identified reddish material and some surface damage and scratches on the pebax sleeve, however, no internal components were exposed. This finding was considered not MDR reportable. On march 6, 2019, during a second visual inspection, a hole was found in the pebax sleeve. This finding has now been assessed as MDR reportable. This issue of noise is considered a not reportable event.